Event description:
It was reported that, "pt complained of pain in right knee. Upon bone scan both tibial and femoral regions appeared inflamed. Full revision to triathlon t/s."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01133.